Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that rebooting and uninstalling and reinstalling the software did not resolve the issue. Computer was replaced and system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by manufacturer for evaluation. The computer booted normally to application screen and no unresponsiveness was observed in the software during testing. No fault found.

Event description:
A medtronic representative reported that while outside of procedure the navigation system screen became unresponsive when setting up and verifying instruments. Rebooting the system resolved the issue.there was no patient present at the time of the issue.